Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
String fell of tampons [device breakage]. Case narrative: parent reported via phone that the strings came off of her daughters tampons. No injury reported.

Event description:
String fell of tampons [device breakage]. Case narrative: parent reported via phone that the strings came off of her daughters tampons. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation, completed on march 14, 2025. An investigation is in progress for returned product received on march 10, 2025.

Event description:
String fell of tampons [device breakage]. Case narrative: parent reported via phone that the strings came off of her daughters tampons. No injury reported.